Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿orange discoloration¿ in the delivery tubing of a half day infusor. This was noted after filling with bupivacaine and sufentanil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured june 12, 2017 - june 14, 2017. The device was received for evaluation. During visual inspection, the tubing line was observed to have a ¿light yellow¿ hue. This condition is normal color variation of tubing after gamma sterilization of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.